Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Cracks, dents and scratches were seen on insulation. Also it was noticed the part number and lot etchings are not present. The instrument failed the insul scan test. The probable root causes are normal wear, user misuse and improper sterilization methods.

Event description:
It was reported there was a broken shaft.

Manufacturer narrative:
The product was returned and the failure mode was confirmed, the device manufacture date is not known at this time due to the serial number being scratched off. Cracks, dents and scratches where seen on insulation. Also it was noticed the part number and lot etchings are not present. The instrument failed the insulin scan test. The probable root causes are normal wear, user misuse and improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported there was a broken shaft.